Event description:
On (B)(6) 2011, it was reported the pt experienced a loss of therapeutic effect. On (B)(6) 2011, it was reported the pt's device showed high impedance readings. It was stated all electrode contacts showed impedances >3,600 ohms. The pt was referred to their health care provider. It was stated the pt was scheduled for revision of their device. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).